Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The programmer crashed during an attempt to access patient activated electrograms. Technical support recommended reprogramming to resolve the issue. The patient was stable.